Event description:
Per the clinic, the patient underwent abutment replacement under local anesthesia with topical ointment on (B)(6) 2026 due to esthetical reason as the abutment was too long. During the procedure, the screwdriver and multiwrench were unable to achieve sufficient grip on the internal screw, necessitating the application of excess force. This attempt to loosen the screw resulted in a loss of osseointegration, causing the entire implant to become loose. Conversion to a bilateral osi300 system is planned, the procedure has not yet been performed. Reimplantation is planned but had not taken place at the time of this report.